Manufacturer narrative:
Citation: medranda ga. Sex disparities in hemodynamics and outcomes in patients who underwent contemporary transcatheter aortic valve implantation. Am j cardiol. 2022 jul 1;174:101-106. Doi: 10.1016/j.amjcard.2022.03.028 earliest date of publish used for date of event. Medtronic products referenced: evolutpro and evolutpro+ (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#.] No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding sex disparities in hemodynamics and outcomes after the implant of a transcatheter aortic valve (tav). All data were retrospectively collected from a single center between 2015 and 2020. The study population included 869 patients who were predominantly male with a mean age of 78 years. Multiple manufacturer¿s devices were implanted in the study population; 550 patients were implanted with a non-medtronic balloon expanded tav and 319 patients were implanted with a medtronic evolutpro or evolutpro+. No unique device identifier numbers were provided. Among all patients, adverse events included: ischemic stroke, permanent pacemaker, moderate to severe aortic regurgitation, increased gradient measurements, patient-prosthesis mismatch (ppm), atrial fibrillation (afib), major vascular complications and life-threatening bleeding. Based on the available information, a medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.